Event description:
The customer reported that the pod "wasn't delivering the insulin as needed." Over the nine hours after the pod was activated, her bg levels increased consistently (269-480mg/dl) despite having administered numerous correction boluses. The cannula reportedly looked "strange and had an additional piece of plastic on the tip"; despite the suspect condition of the cannula, no alarm was initiated by the pod. The pod was deactivated and will be returned for evaluation.

Event description:
A report was received that a patient had a pocket revision due to discomfort. The physician moved the pocket location from the patient's arm to her buttock. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code 812:05. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter?s review of the device event history, it was discovered that the failure code 812:05 occurred on the next power on after a failure code 808:07. The failure code 808:07 occurred on 6-jul-2010 and interrupted delivery. No additional information is available.the user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The reported condition of failure code 812:05 was a cascade failure from failure code 808:07. The assignable cause was determined to be a faulty pumphead modeule. This device is baxter owned and will not be repaired at this time.a follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.